Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump, which occurred with consecutive cartridges. There was no reported adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support that a replacement pump with updated software would be sent, and they were provided with instructions on returning the problematic pump. The customer will continue to use their current pump as backup therapy until the replacement arrives.